Event description:
It was reported that, pt presented with right hip pain.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not retained to the MFR due to hospital policy. Add'l info (including x-rays and medical records) will be requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.